Event description:
The lead was rec'd without accompanying paperwork. The lead was missing the identifier sleeve. Device analysis reveals j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis provided.